Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had a clave (mz1000-07) that broke off a j-loop (mz5301) while trying to flush a peripheral IV after a blood transfusion.